Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. The unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The following physical damage was noted: broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that her blood glucose was in the 200 mg/dl and 450 mg/dl range for the past couple of weeks. The patient treated via insulin pump boluses. However, she went to the ER on (B)(6) 2017 due to a high blood glucose of 306 mg/dl. The customer was dehydrated. She was treated with saline until her ketones came down. During troubleshooting there were no issues noted with the insulin pump. However, the insulin pump was returned for analysis and replaced due to customer request.